Event description:
Because of the medtronic infuse that was implanted inside of my neck, I began to have serious problems, including pain, physical limitations and a constant fear of going back under the knife.